Manufacturer narrative:
After performing a retrospective review, it was determined that this event should have been assessed as MDR reportable. Review of the DHR did not show any deviations or anomalies. Device was sterilized in accordance with iso13485. Details of the surgical procedure obtained from the nurse of the surgeon revealed that morselized local bone was placed in the surgical bed. This product use is not consistent with the IFU. Device implanted unable to be evaluated.

Event description:
It was reported that patient underwent a posterior lumbar fusion procedure on (B)(6) 2014. Subsequently, the patient experienced seepage from the wound and underwent an I&d procedure on (B)(6) 2014 where patient was determined to have an anaerobic infection. No further information has been provided and the product remains implanted.